Event description:
It was reported that the patient presented with low back pain and lower extremity pain. MRI scan indicated degenerative changes involving the l4-5 and l5-s1 disc and congenital spinal stenosis extending from l3-4 to l4-5. The patient underwent l4-5, l5-s1 laminectomy, foraminotomy, tlif with placement of an anterior device, and posterolateral fusion using rhbmp-2/acs, interbody devices and posterior fixation. Per the operative notes, 'with the disk material removed, a bmp allograft with local bone was placed into the anterolateral disk space followed by [interbody device] packed with local bone and bmp allograft. With the [interbody device] graft in place, the facet joints were decorticated and bmp with local bone allograft was then placed in the posterolateral recess.' No complications were noted. At 142 days post-op, the patient presented with low back and leg pain. MRI was interpreted as follows: 'postsurgical changes consistent with prior posterior fusion from l4 to s1. There are no acute osseous abnormalities. Prior fasciectomy and laminectomy at l4-5. Indwelling carbon fiber cage appears in the central left lateral recess. Clinical correlation is recommended. Disc bulge at l5-s1 contributes to persistent left neural foraminal stenosis.' At 175 days post-op, the patient presented with severe arthrosis, l4-5 cage migration, and non-union at l4-5. The patient underwent a revision surgery to remove the interbody device, and re-fuse the l4-5 level via xlif. The xlif cage was packed with dbm and bmp allograft. No complications were noted.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h07g4711 and # h07g4713. Expiration date for lot h07g4711 is 8/28/2012; expiration date for lot h07g4713 is 8/28/2012. (B)(4). Manufacture date for lot h07g4711 is 7/20/2007; manufacture date for lot h07g4713 is 7/20/2007. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient underwent a tlif, xlif, and posterolateral fusion surgery on the lumbar region from l4 to s1. A lumbar MRI scan, performed on (B)(6) 2008, revealed potential migration of the cage, along with disc bulges and facet hypertrophy contributing to stenosis at at the implant site, necessitating a revision surgery. On (B)(6) 2008, the patient underwent a spine fusion surgery on the lumbar region of her spine from vertebrae l4 to s1. A CT scan performed (B)(6) 2012 revealed heterotopic bone formation identified along the left foraminal region at the implant site. A CT scan performed february 1, 2013 revealed new bone formation encroaching upon her nerves at the implant site. A CT scan taken (B)(6) 2014 revealed hypertrophic ossification along left neural foramen resulting in neural foraminal stenosis at l4-l5 and l5-s1. Sometime postop, the patient experienced low back pain that radiates into her lower extremities. She has undergone pain stimulator implantation surgeries. The patient is unable to sit or stand for long periods.

Manufacturer narrative:
Review of a (B)(6) 2012 CT shows a tlif at l4-s1 with left side entry dlif. L4/5 bony foraminal encroachment noted at l5/s1 left.